Event description:
The following problem was discovered at the manufacturing site of philips medical systems -nm (pms-nm) on a gemini system pt table. Problem details: during the manufacturing process, a gemini system pt table upper pallet had cracked when it was subject to a load less than the maximum acceptable table weight limit (450lbs). Since the precedence spect/CT system uses the same pt table as the gemini pet/CT system, the potential for similar malfunction exists. This issue has not been reported in the field.

Manufacturer narrative:
A product hold was implemented on jan. 14, 2009. The pallet supplier conducted load tests on 3 different pallets (2 with suspected defects). The test results were as follows: pallets with the suspected defect, cracked when subjected to the maximum pt load (450 lps). Pallet without the suspect defect, did not distort or crack when it was subjected to the maxim pt load (450 lbs). The supplier recently introduced a shop aid that was incorrectly implemented. That is, excessive material may have been removed during the finishing operation, which may have led to a thinning of the pallet's structural composite layers. The removal of certain composite layers may reduce the load-bearing capacity of the table pallet. This defect may lead to the pallet cracking, subsequently breaking, and causing potential serious injury to the pt.